Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: visual analysis of the photographs identified creases. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. The event of "intracapsular serum collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular serum collection".

Event description:
Physician reported left side "intracapsular serum collection," ultrasound confirmed and "peripheral radial folds." Device was explanted.